Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the anesthesiologist programmed an epidural infusion at 1ml/hr. For 15min however infused faster than expected. The customer stated that "the doctor was looking for another method to provide an epidural to a patient and communicate a past incident.¿ although requested, no additional information about the patient, medication, or event provided. The customer stated that "no further action is need and cannot validate the event if there was an event."